Event description:
Rotational atherectomy of the proximal mid and distal left anterior descending artery due to diffuse calcification throughout the course of the vessel and multiple areas of 70-90% stenosis. This was complicated by cardiac arrest and dissection of the mid-portion of the vessel.